Event description:
The main lamp can not be lightened on (B)(6) 2021. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
Correction information g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result additional information h4:device manufacture date evaluation summary the defect is aux lamp is on during the procedure. After the processor shipped back to repair room, pentax engineer inspected the processor to replace lamp and lamp power supply unit.